Manufacturer narrative:
The reported event was confirmed cause unknown. Received 1 drainage bag with an inlet tube, sample port connector, catheter and tes. Verified material number 119314, manufacturing lot number ngjx4587 and batch number mykp6414. Visual inspection noted foreign material measuring (0.25mm2) (0.08mm2) and located on the tip/balloon part of the catheter. This does not meet specification which states "the product/assembly must be free of visible, lose or etched foreign matter, solvent spills, hair, etc". Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be" silicone particles or flashes of tube or balloon.". However, there was insufficient information to confirm this potential root cause. A labeling review was not performed because labeling could not have prevented the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, upon opening there was a black or brown dirt on the tip of the catheter, and it was dirty.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, upon opening there was a black or brown dirt on the tip of the catheter, and it was dirty.